Event description:
Discordant, falsely low prostate specific antigen (psa) results were obtained on patient samples on the immulite 2000 xpi instrument. The initial, discordant results were reported to the physician(s), who questioned the results. The laboratory reran the patient samples, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant psa results.

Manufacturer narrative:
The instrument data was requested so that a siemens global product support (gps) specialist could evaluate it. The data files provided to the gps specialist did not contain the correct data. Siemens has requested the correct data files. The cause of the discordant psa results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00013 was filed on (B)(4) 2013. Additional information ((B)(4) 2013): the customer provided the instrument data files to a siemens global product support (gps) specialist. The gps specialist evaluated the instrument data and discovered that there had been inadequate level sensing for the four prostate specific antigen (psa) samples that had resulted falsely low. The gps specialist spoke to the customer about sample handling, and did not receive any indication that the issue had been caused by poor sample handling. A siemens field service engineer (fse) was subsequently dispatched the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The cause of the discordant, falsely low psa results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Additional information (07/15/2013): a siemens field service engineer (fse) had been dispatched to the customer site after additional discordant psa results were obtained on patient samples (MDR 2247117-2013-00045 was filed for the event). The fse replaced the tip jam level sense printed circuit board, the manifold valve assembly, and the brush double grounding. During follow-up with the customer, the customer confirmed that no discordant results had been obtained on the instrument following the fse visit. This instrument is performing according to specifications. No further evaluation of this device is required.